Manufacturer narrative:
The ge biomed performed a checkout of the equipment and confirmed the reported complaint. The solenoid on the gas inlet valve was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.